Event description:
It was reported that the customer had experienced low blood glucose. The customer¿s blood glucose level was 2.1 mmol/l at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.